Event description:
It was reported that there was a right ventricular lead malfunction in which the doctor believed there to be coil damage and decided to place a new lead. No patient complications have been reported as a result of this event. It was also reported that during the attempted implant of the replacement lead, there was concern of damage to the coil related to stenosis. The lead was not used and another lead was placed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared to have been damaged at implant.